Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 355531, lot# n287036, implanted: (B)(6) 2011, product type: screening device; product ID 37092, lot# 292330001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer. The reporter stated that stimulation had been turning itself down starting three weeks to one month prior to this report. The reporter stated that stimulation would be set at 2.90 and the patient would be able to feel stimulation. It was noted that the patient was later unable to feel stimulation as much and stimulation would be at 2.85 when the reporter checked. It was noted that the patient had met with a manufacturing representative two days prior to this report and a replacement patient programmer was recommended. It was noted that the patient had not used an antenna in the past. It was later reported that the patient still had concerns regarding the device or therapy but was working with a health care provider or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014.